Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 32x2.50mm, eccentric and restenotic target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified left circumflex artery. After a non-bsc guidewire and a 6f non-bsc guide catheter were crossed the lesion, pre-dilatation was performed with a 2.5x20 non-bsc balloon catheter leaving 85% residual stenosis. Following pre-dilatation, a 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.